Event description:
It was reported that, during implant procedure this right ventricular (rv) lead was an attempt in the middle septal position. The first attempt was in the left bundle with another right ventricular (rv) lead. The physician turned the rv lead, lost injury and pull the lead out. The rv lead got trapped on the tissue, and the physician forced the rv lead out leading into compromising the helix. The physician then, unsuccessful attempt to place this rv lead when the cutter slipped and cut the insulation of the rv lead. Another rv lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that, during implant procedure this right ventricular (rv) lead was an attempt in the middle septal position. The first attempt was in the left bundle with another right ventricular (rv) lead. The physician turned the rv lead, lost injury and pull the lead out. The rv lead got trapped on the tissue, and the physician forced the rv lead out leading into compromising the helix. The physician then, unsuccessful attempt to place this rv lead when the cutter slipped and cut the insulation of the rv lead. Another rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the insulation is cut/torn around the circumference, and the coils are extremely stretched. The lead now measures approx. 930mm, an intact 4471 would measure approx. 590mm. A stylet was returned stuck in the lead and, other cuts were also noted in the insulation. Laboratory analysis did identify any lead characteristics that would have caused or contributed to the reported clinical observations.